Event description:
On (B)(4) 2012, the reporter contacted animas on behalf of his daughter and reported a loss of prime issue with the subject pump. The alleged product issue is not likely to cause an adverse event because the pump will alarm to alert the user of the issue. The owner's booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason. The reporter did not allege any harm or injury because of the alleged issue. The alleged issue was not resolved with troubleshooting. The pump was replaced. The pump was returned to animas and evaluated by product analysis on 3/14/2012. Evaluation of the subject pump revealed the following: the pump was intermittently unresponsive to up button presses. All other buttons were functional. The keypad was removed and contamination under all button contacts was found. The pump history showed no evidence of unexplained power on resets. The battery cap was not returned with pump. A test cap was used to complete test. The battery compartment threads were intact and no cracks were noted. No corrosion was observed in the battery compartment. Pump rewind, load, and prime steps were performed with no loss of power or loss of prime occurring. The pump was exercised for 24 hrs. On a 1 unit per hour basal program and no loss of power or prime was observed. One complete turn of the cap was performed and no loss of power was observed. During the investigation, no evidence of loss of prime was noted in the pump history. The force sensor calibration was out of spec. Based on the information provided, this complaint is being reported due to the following conclusion: evaluation of the pump revealed contamination under the keypad contacts and a bad force sensor calibration low. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, or treatment that meet animas' criteria for a serious injury.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box history revealed no loss of prime issues. The rewind, load and prime steps were performed on the pump with no loss of prime issues. The pump was exercised for 24 hours on a 1 unit per hour basal program with no loss of prime duplicated. The force sensor was found to be out calibration.

Manufacturer narrative:
Correction/removal report number 2531779-03/24/2010/003-r.